Event description:
(B)(4). Everything began on the day it was implanted. I had severe cramping and bleed for 2wks. Dr. Said I should bleed for a day or two. Then the abdominal pain began and fatigue. Now, a little over 2yrs later its getting worst. Along with the cramping and fatigue I now get bad migraines, joint pain, back pain, bad mood swings, extreme tiredness, hard to focus, brain fog, bloating and can not loose weight. I got essure at my 3month check up after giving birth to my healthy son and I still haven't lost the weight. I was an active (B)(6) size 8 before and now I am (B)(6) and a size 14. I have been nursing the entire time and still haven't lost 1lb. I have been in the hospital andamp; doctors office for the migraines, fatigue, andamp; pain. I have not taken any medication due to breastfeeding and beliefs. I have no other illnesses or health conditions other than plantar fasciatisis.